Event description:
Patient suffered a liner dislocation update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address a disassociated liner. Upon revision metallosis was found. At this time the patient's liner and cup are being reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-rays were obtained and reviewed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.